Event description:
Dealer states: "the left composite footplate cracked when her customers foot was placed on the footplate. She stated that it cracked diagonally without any heavy weight applied to it."

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model t94hc, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age is (B)(6), height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed. A letter will be sent to all manufacturers of this product as we do not have a date code to determine who it is. A replacement footplate was sent as a warranty replacement.